Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that the cause was printed circuit board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image and a printed circuit board error. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center does not have an image. The issue was found during receipt inspection. There were no reports of patient harm.